Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultramini meter had read inaccurately. The patient indicated that the alleged meter issue started on four days earlier. The patient reported blood glucose results of "114 and 52 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. The patient also denied receiving medical intervention from a health care provider. After the alleged meter issue began, the patient developed symptoms of slurred speech and shakiness. The patient also said that her face felt dry. The customer care advocate (cca) documented that the difference between the readings was "55 points." However, no other results were documented other than the readings of "114 and 52 mg/dl." The cca also noted that control solution tests passed on "both meters." The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion" the patient reportedly developed symptoms suggestive of hypoglycemia after claiming that the meter had read inaccurately erratic. The patient claimed she obtained results of "114 and 52 mg/dl" within a 10-minute time frame and did not take any actions to treat herself.